Event description:
Debris noted on a 20cc syringe prior to a blood culture. Lot#2132797. Osce informed. I did a quick inspection of our 20cc syringes and only found two with above lot#. No debris noted. Above mentioned syringe has been sequestered. Manufacturer response for syringe, bd 20ml syringe (per site reporter) [redacted date] ¿ [redacted name] retrieved the sample. Clinician waiting on advice what to do with the lot number product the unit had pulled. [Redacted date] - email sent to bd rep reporting the defect and requesting an RMA and mailer. Similar reports in maude.